Manufacturer narrative:
E1: establishment full name - (B)(6). The device was returned and evaluated. In addition to the malfunction documented in b5, the additional evaluation findings are as follows: due to the wear of angle wire, bending angle in up direction does not meet the standard value, due to a crack on suction connector, water tightness is lost, due to wear of angle wire, the play of up/down knob is out of standard value, adhesive on bending section cover has white-clouded area, light guide bundle is slipping down, suction connector is deformed, suction connector has a crack, adhesives around objective lens has white-clouded area, adhesives around light guide lens is peeled, connecting tube has a dent, connecting tube has a scratch, and due to corrosion on endoscope connector, e227(scope communication error) occurs. The customer cleaned, disinfected, and sterilized the device prior to sending to olympus for repair. The customer does not know what the foreign material is. There was no delay to pre-cleaning. The air/water nozzle was flushed with water and air. The customer stated there were no abnormalities in the accessories used for reprocessing. The air/water nozzle was wiped/brushed with clean lint-free cloths, brushes, or sponges. The air/water nozzle was flushed with detergent solution. There were no other concerns with reprocessing. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the gastrointestinal videoscope had insertion tube of department meandering, intake wire extension, and insufficient angle wire. It is unknown when the issue was found. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: a foreign object came out of the nozzle. There were no reports of patient harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the event, ¿foreign material came out of the nozzle¿, was confirmed. It could not be specified what the foreign material was nor the root cause of the remaining foreign material. It was confirmed that the reprocessing steps were implemented in line with the instructions for use (IFU). It was confirmed that the section of the device with the foreign material residue had no deformation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the device was manufactured. The suggested events can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): ¿ the instruction manual operation manual ¿gif-1200n, chapter 3 preparation and inspection¿ describes the methods for detection. ¿ the instruction manual reprocessing manual ¿gif-1200n, chapter 5 reprocessing the endoscope (and related reprocessing accessories)¿ describes the methods for prevention. Olympus will continue to monitor field performance for this device.